Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
This patient has been reviewed several times because of a decline in his hearing performance with the cochlear implant. Lately the performance has been changing when the patient moved the head. The patient was re-implanted.

Event description:
This patient has been reviewed several times because of a decline in his hearing performance with the cochlear implant. Lately the performance has been changing when the patient moved the head. Re-implantation is decided, a surgery date is not set.